Event description:
(B)(6) 2015, started having issue with the insulin pump. On (B)(6) 2015, woke up this morning with the same insulin pump issue. Metal post holding the belt clip together disintegrated causing belt clip failure. Which can cause tension on the reservoir in such a way as pulling the infusion set out of the patient body to apply tension to the insulin supply reservoir thus causing an alteration of dosage. Allowing the pump to swing/flop in the environment and be damage.